Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a "check clutch/plunger lever" error in the history. Flow test was conducted and the reported issue was able to be duplicated. The issue was caused because the position pot was not plugged into the main board. The position pot was connected to the main board to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's sensor size and position was not working, there was a check clutch error and a plunger lever error. There was no reported adverse event.